Event description:
A customer reported an issue with touchscreen responsiveness, where pressing a specific button led to unexpected actions and inability to access the pump screen. The customer's blood glucose level was reported at 300 mg/dl. Technical support advised the customer to clean the screen, conduct a touchscreen test, and perform a pump reset if necessary. Although the screen passed initial tests, the issue persisted. Multiple attempts to contact the customer for further instructions were unsuccessful, leading to case closure without further action.